Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use in.pact av balloon to treat plaque lesion in patient left basilic vein. The product was prepared according to the IFU. It was reported that a balloon burst occured during balloon infaltion at nominal pressure. The event occurred after the device was expanded by approximately 1 minute and 30 seconds, so it was determined that the drug had migrated to the blood vessel wall. The procedure was completed without any additional use. No patient injury reported.

Manufacturer narrative:
Additional information: the type of burst was reported as a pinhole. The balloon did not fragment and no damage was noted to the vessel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.